Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned. A review of the batch manufacturing records was conducted, and no related non-conformances were identified.

Event description:
It was reported that patient under a CABG procedure on (B)(6) 2024, and suture was used. The surgeon was doing anastomosis using prolene sutures. A suture detached from the needle swage. There was no patient consequence. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 3/29/2024. H6 component code: g07002 no device problem found. H3 investigational summary: visual analysis of the returned sample determined that it was received one needle-suture piece and a detached needle that pertains to the product code 8706h. This product code is double-armed. Upon visual inspection of the detached needle, the swage and attachment area were noted as expected. The barrel hole was examined under magnification, and no suture remnant cloud be observed. The needle suture piece was visually inspected, and the swage and attachment area were noted as expected. The suture was examined and the end of the suture was noted to be cut, probably caused by a surgical instrument. The functional test was performed using instron equipment and the pull force was above the minimum requirements. Additionally, a photo was provided, and with the same condition as the received sample. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the reported complaint. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Additional h3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. The returned sample determined that it was received, seven unopened samples that pertain to the product code 8706. This product code is double-armed. In order to evaluate the condition of the returned samples, the packets were opened. The swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand no anomalies were observed during the evaluation. The functional test was performed using instron equipment and the pull force result was above the minimum requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.